Event description:
It was stated that the insulin pump alarmed and also had a blank display. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump was functioning at the time of the call. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a component on the liquid display board puncturing the isolation tape and shorting to the battery tube. Unable to confirm the alarms due to the blank display.